Manufacturer narrative:
The non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation, without the advancer tube and the procedural sheath. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A portion of sealant returned separated from the device, soaked in blood. No visual damages or anomalies were observed on the device. Visual inspection at high magnification showed the sealant was exposed to blood. A review of the manufacturing documentation associated with lot f1818602 presented no issues during the manufacturing process that can be related to the reported event. The reported failure as the sealant stuck between the shaft and the tube could not be confirmed. Based on the condition in which the unit was received for analysis and the investigation performed, the exact cause of the reported event experienced by the customer could not be conclusively determined. Neither the device history record (DHR) review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hole sealant of a 5f mynxgrip vascular closure device (vcd) was stuck between the shaft and the tube. Hemostasis was achieved with manual compression. The physician is an expert on the product and indicated the product was used as usual. There was no reported patient injury.

Manufacturer narrative:
As reported, the whole sealant of a 5f mynxgrip vascular closure device (vcd) was stuck between the shaft and the tube. Hemostasis was achieved with manual compression. The physician is an expert on the product and indicated the product was used as usual. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A portion of sealant returned separated from the device, soaked in blood. The advancer tube and the procedural sheath were not returned with the device. No visual damages or anomalies were observed on the device. Visual inspection at high magnification showed the sealant was exposed to blood. A device history record (DHR) review of lot f1818602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not received stuck to any component. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the limited information available for review, handling factors (such as over-tamping) may have contributed to the sealant stuck to the advancer tube and device. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the DHR, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.